Event description:
A cartridge change error was reported for the customer's pump. There was no adverse impact on the customer's blood glucose level. Despite following correct procedures, the customer was unable to successfully load a cartridge after multiple attempts, leading to escalated troubleshooting. Consequently, technical support sent a replacement pump and cartridges, as more than seven cartridges had been used. The customer was instructed to use multiple daily injections as a backup therapy and was guided on returning the malfunctioning pump to avoid charges. The customer understood the directions provided and acknowledged the steps needed, including setting up and programming the replacement pump.